Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: four 5ml syringes were received and evaluated. Three were in fully sealed blister packs from batch 0323683 (p/n 309649) and one was loose. The plunger rod in each syringe was exercised with the stopper remaining attached. Not plunger rod damage or stopper defects were observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip had damaged plungers that came loose when attempting to draw up radioactive liquid. The following information was provided by the initial reporter, translated from dutch to english: "the plunger of this syringe is coming loose and this is causing major problems in our nuclear department. (B)(6) 2021, for the second time, with a 5 ml bd syringe, the plunger shot out of the syringe itself, when sucking in liquid. This meant that the amount of radioactivity, specifically prepared for the patient, could no longer be used. Fortunately, the examination could be continued with some trickery."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip had damaged plungers that came loose when attempting to draw up radioactive liquid. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger of this syringe is coming loose and this is causing major problems in our nuclear department. Tuesday, (B)(6) 2021, for the second time, with a 5 ml bd syringe, the plunger shot out of the syringe itself, when sucking in liquid. This meant that the amount of radioactivity, specifically prepared for the patient, could no longer be used. Fortunately, the examination could be continued with some trickery".